Manufacturer narrative:
Battery will not be returned for investigation. Battery #1 MFR report# 3003793491-2013-00638, battery #2 MFR report# 3003793491-2013-00639.

Event description:
It was reported that three batteries had low run times. There was no pt involvement reported. No add'l info was provided by the rptr. The batteries will not be returning for investigation.